Event description:
Healthcare professional reported capsular contracture baker grade iii, deflation, and anxiety-product/procedure. Device explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: wear abrasion, fold creases, yellow particles on the shell, broken on the plug strap, and an opening on radius. Leak test and microscopic analysis was performed which identified: a crease smooth opening on radius and striated broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius assessed as fold flaw opening. Striated broken on plug strap assessed as surgical damage. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and deflation.